Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown solid humeral nail (uhn)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Device could not be explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a solid humeral nail (uhn), unknown locking screw, end cap, and spiral blade on unknown date. Patient was returned to surgery on (B)(6) 2018 for hardware removal and debridement due to painful hardware. No infection was reported. During the procedure, the screw head broke off. A screw removal set was used to remove the broken screw. Surgeon was not able to remove the nail and it remains implanted. Surgery was completed with an unspecified delay. Patient status reported as stable. The removal procedure due to painful hardware is addressed in (B)(4). This report addresses the screw that broke during removal and the nail that could not be removed. Concomitant devices reported: end cap (part number unknown, lot number unknown, quantity 1), spiral blade (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown solid humeral nail. This is report 1 of 2 for (B)(4).